Event description:
Medtronic received a report that an axium coil would not detach. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located in the anterior communicating artery with a max diameter of 4 mm and a 1.9 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that after deployment of an axium prime 2.5-6 helix coil inside the aneurysm, it failed to be detached while using 2 different new detachment devices. It was reported non-detachment occurred. The physician attempted to detach the coil with the instant detacher four times. The physician did not try to detach with another instant detacher. There was one manual attempt made at detachment via hypotube. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: ID-1-5 (lot: unknown); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.